Event description:
Two falsely depressed carbon dioxide (co2) patient sample test results were obtained from a dimension vista 1500 instrument. The initial test results were released to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeat test results were released as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient results.

Manufacturer narrative:
A united states customer contacted siemens to report that two falsely depressed carbon dioxide (co2) patient sample test results were obtained from a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found process errors were generated by the instrument. The cse replaced the sample 2 mixer returning the system to normal operation. The cause of the falsely depressed carbon dioxide (co2) patient sample test results was the sample 2 mixer. The instrument is performing within specification. No further evaluation of this instrument is needed.